Event description:
The following has been reported: biomed reported: (B)(6). 3rd time we are seeing this pump for air in line issue. 1st time\ I cleaned the pump surface components which resolved the error\ 2nd time sent to repair depot and received back. Tried old test set and new in case previous set had issues and continue to see air in line issues on this pump but not others. Received at depot. Confirmed pump problem error wait for log review. Resistor drive assembly spring and bearing issue. Wi-fi antenna replaced found that it was cut. Replaced lip seals. Re homed and greased resistor motor. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing - final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 06/06/26. Taken out of heratherm @ 04:00 06/07/26. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to (B)(6). Return to service. Provisioned pump. Software update complete. Location of event: if other. N/a. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.